Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood, reduced platelet (wbrp) product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). Terumo bct is awaiting the return of the filter for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The collection bag with the filter was received for investigation. Air tightness and flow tests were conducted. The bag was found to be air tight and slow flow through the bag was observed. The manufacturing records of the filters for this lot number were reviewed. No problems were found. Also, the filter media records were checked, regarding particulate removal rates and cationization levels. All conformed to established standards. Root cause: cationization levels and the pu solution viscosity of the filter media were within standards. Regarding the filter assemblies, the lowest value of the average of average cationization levels was also within the process control standard, but was at the lower limit. Therefore, there is a possibility that the current lower limit of the average of average cationization levels does not ensure sufficient capture performance. Corrective action: the standard for the lower limit of the average of the average cationization levels for the filter assemblies, has been revised to >0.57 from >.056.